Event description:
Patient failed to have significant weight loss and subsequent x-ray showed possible tubing break. Surgery to explant and replace access port is not scheduled at this time. Follow up findings: leakage at or near port tubing connector.